Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the insulin pump was received stuck in a motor error alarm during the bolus or basal delivery loop. No motor encoder position error could be verified due to an erased history file. The excessive no delivery test could not be performed due to the motor error alarms. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 119mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).